Event description:
The major problem with ihealth meters are accuracy of blood sugar readings. I experienced out of range blood glucose results by 40-60 points compared with accu-chek aviva plus and ge1000. I lost confidence in the quality of the meter. Wrong reading by 40 points is a significant error. It takes too long for scanning barcode of the new vial of the test strips. You can order control solution by calling company or order from their website. I health gluco-smart application crashed many times without any reason. Difficult and slow for scanning barcode. Web based reports are not comprehensive.